Event description:
It was reported that an alert message indicating therapy was not delivered due to possible output circuit damage was observed. Technical services discussed that the device would need to be replaced as the output circuitry had been damaged. It was also discussed that the shorted output stage may have been caused by a damaged ventricular lead. As a result, the ICD and ventricular lead were explanted and replaced. It was also reported that during explant, an insulation breach was observed on the lead.